Event description:
(B)(4). The dealer reported that the m51p power wheelchair left motor was inoperable. During testing the dealer would tap the motor and it would logoff to self start and logoff again. There was no patient involvement or injury reported.